Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level as the insulin was not suspended, and the issue occurred on a previous day. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged, and the customer was able to resume insulin administration with the original cartridge.